Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged, distorted, bunched distally and lifted upwards from the stent profile. At the crimped stent mid-section; a stent strut was lifted upwards also from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile of the device shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: ¿do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgement from the balloon may occur.¿ (B)(4).

Event description:
It was reported that stent damage and removal difficulty occurred. The 75% stenosed target lesion was located in a moderately tortuous and a moderately calcified coronary artery. A 38 x 3.00mm promus premier¿ drug-eluting stent was selected to treat the target lesion. During advancing, resistance was encountered by the physician. During device removal, the proximal edge of the stent was lifted which led to the device not being able to be inserted into the guide catheter. Several device withdrawal attempts were made before the device was finally removed successfully. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and removal difficulty occurred. The 75% stenosed target lesion was located in a moderately tortuous and a moderately calcified coronary artery. A 38 x 3.00mm promus premier¿ drug-eluting stent was selected to treat the target lesion. During advancing, resistance was encountered by the physician. During device removal, the proximal edge of the stent was lifted which led to the device not being able to be inserted into the guide catheter. Several device withdrawal attempts were made before the device was finally removed successfully. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.